Event description:
During acl reconstruction performed in 2003, upon removing dilator it was noted that a piece of the dilator tip was fractured. The knee was viewed by arthrosocpy but fractured piece was not located.